Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to an inappropriate electric shock. It was determined that the shock converted the arrythmia. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to an inappropriate electric shock. It was determined that the shock converted the arrythmia. Additional information received indicates that the s-ICD delivered an electric shock again, and noise oversensed was noted. High shock impedance measurements were also observed during the shock delivered. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.